Event description:
Terumo medical corporation received the following reported information: a tiny piece of the runthrough wire broke off/came off within the patient during the coronary angiogram case. To resolve the issue, they attempted to plasty with balloon to "trap" piece of wire and attempted to snare. There was calcium present in patient's anatomy when the wire fragment broke off. The case was successfully completed. The event did not cause any harm, and the patient was in stable condition.